Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('uterus pain') and genital haemorrhage ('heavy bleeding') in a 40-year-old female patient who had essure (batch no. 014831-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, adjustment disorder, anxiety, human papilloma virus infection, papanicolaou smear abnormal, dysfunctional uterine bleeding, ovarian cyst, genital bleeding and delayed period. Concurrent conditions included adenomyosis. Concomitant products included fentanyl, ferrous gluconate (ferralet) from (B)(6) 2018, ketorolac tromethamine (toradol), levonorgestrel (mirena) from (B)(6) 2018, lorazepam (ativan), metoclopramide and ondansetron (zofran melt). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / very heavy periods/ menorrhagia (heavy menstrual bleeding)"), 1 year 9 months after insertion of essure. In (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient was found to have weight increased ("psychological or psychiatric problems condition: was starting to get depressed after gaining weight / weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: was starting to get depressed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia") and menstruation irregular ("irregular period"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine pain, genital haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, iron deficiency anaemia and menstruation irregular had resolved, the vaginal haemorrhage, bladder disorder, urinary tract disorder and fatigue outcome was unknown and the depression and weight increased was resolving. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, iron deficiency anaemia, menorrhagia, menstruation irregular, pelvic pain, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 current weight 186 lbs at the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. The plaintiff received treatment for menorrhagia, anemia, menstruation irregular. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion; on (B)(6) 2016: essure devices produce complete occlusion of the right and left fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Lot number reported (014831) is not valid. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : events added-pelvic pain, abdominal pain, iron deficiency anaemia, menstruation irregular. Outcome of events pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, iron deficiency anaemia, menstruation irregular updated to "recovered/resolved". Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('uterus pain') and genital haemorrhage ('heavy bleeding') in a 40-year-old female patient who had essure (batch no. 014831-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, adjustment disorder, anxiety, human papilloma virus infection, papanicolaou smear abnormal, dysfunctional uterine bleeding, ovarian cyst, genital bleeding and delayed period. Concurrent conditions included adenomyosis. Concomitant products included fentanyl, ferrous gluconate (ferralet) from (B)(6) 2018 to (B)(6) 2018, ketorolac tromethamine (toradol), levonorgestrel (mirena) from (B)(6) 2018 to (B)(6) 2018, lorazepam (ativan), metoclopramide and ondansetron (zofran melt). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / very heavy periods"), 1 year 9 months after insertion of essure. In (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient was found to have weight increased ("psychological or psychiatric problems condition: was starting to get depressed after gaining weight / weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and depression ("psychological or psychiatric problems condition: was starting to get depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine pain and genital haemorrhage had resolved, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea and fatigue outcome was unknown and the depression and weight increased was resolving. The reporter considered bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015. Current weight 186 lbs. At the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion; on (B)(6) 2016: essure devices produce complete occlusion of the right and left fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Lot number reported (014831) is invalid. Most recent follow-up information incorporated above includes: on 6-nov-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine pain ('uterus pain') and genital haemorrhage ('heavy bleeding') in a(B)(6) female patient who had essure (batch no. 014831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, adjustment disorder, anxiety, human papilloma virus infection, papanicolaou smear abnormal, dysfunctional uterine bleeding, ovarian cyst, genital bleeding and delayed period. Concurrent conditions included adenomyosis. Concomitant products included ascorbic acid;cyanocobalamin;docusate sodium;ferrous gluconate;folic acid;iron pentacarbonyl (ferralet) from (B)(6) 2018 to (B)(6) 2018, fentanyl, ketorolac tromethamine (toradol), levonorgestrel (mirena) from (B)(6) 2018 to (B)(6) 2018, lorazepam (ativan), metoclopramide and ondansetron (zofran melt). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/very heavy periods"), 1 year 9 months after insertion of essure. In (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient was found to have weight increased ("psychological or psychiatric problems condition: was starting to get depressed after gaining weight/weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and depression ("psychological or psychiatric problems condition: was starting to get depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine pain and genital haemorrhage had resolved, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea and fatigue outcome was unknown and the depression and weight increased was resolving. The reporter considered bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015 current weight (B)(6) at the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram on (B)(6) 2016: total bilateral occlusion; on (B)(6) 2016: essure devices produce complete occlusion of the right and left fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: was starting to get depressed after gaining weight, bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, weight gain, uterus pain, heavy bleeding. Reporter information, aka name, concomitant drug, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.